Event description:
An elevated high-sensitivity troponin I (tnih) result was obtained on a patient sample on an atellica im 1300 analyzer. The elevated result was reported to the physician(s) and was questioned. The sample was repeated on the same analyzer in duplicate on the next day and the repeat results were similar to the initial result. The sample was repeated on one alternate non-siemens instrument and the result was lower. There are no known reports of patient intervention or adverse health consequences due to the elevated tnih patient result.

Manufacturer narrative:
An outside the united states (ous) customer contacted the siemens customer care center (ccc) reporting the observation of an elevated high-sensitivity troponin I (tnih) result obtained on a patient sample on an atellica im 1300 analyzer. The result was elevated compared to an alternate method. Qc was in range at the time of the testing. The interpretation of results section of the atellica im tnih instructions for use (IFU) states: "results of this assay should always be interpreted in conjunction with patient's medical history, clinical presentation and other findings." Siemens is investigating. MDR 1219913-2022-00426 was filed with result for the same sample from a different day.

Manufacturer narrative:
The initial MDR 1219913-2022-00427 was filed on december 12, 2022. An outside the united states (ous) customer contacted the siemens customer care center (ccc) reporting the observation that an elevated high-sensitivity troponin I (tnih) result was generated for a patient sample on an atellica im 1300 analyzer. The initial result was reported to the physician, who questioned the result. The sample was repeated on the same analyzer in duplicate on the next day and the repeat results were similar to the initial result. The sample was repeated on one alternate non-siemens instrument and the result was lower. Additional information - march 6, 2023: the customer observed an unexpectedly elevated atellica im high-sensitivity troponin I (tnih) result on one male patient serum sample that was low/normal on an alternate method. Siemens reviewed the available information to determine probable cause and evaluate for potential product issue. Quality control was in range at the time the sample was run and the patient sample results were reproducible: atellica im tnih initial result: 64.706 ng/l (99th% female serum = 38.64 ng/l; male serum = 53.53 ng/l), repeated in duplicate (64.636 and 60.750 ng/l). This indicates a sample/patient specific incident. The sample was also run on another alternate method with a low/normal result tni: 13.8914 ng/l. Alternate method 2 reference interval: female 10ng/l; male 20ng/l. Atellica im tnih results are within the IFU 90th% for male serum of 33.77-78.03 ng/l. No sample was available to be sent to siemens for further investigation for any sample interferents that could cause the elevated result. The atellica im tnih method is a high sensitivity troponin I method vs the first alternate method which is a point of care conventional sensitivity troponin I method. Results from different methods are not interchangeable due to differences in assay specificity and sensitivity. There is no expectation that atellica im tnih and alternate methods will have similar results. Per the atellica im tnih instructions for use there are conditions other than ami (acute myocardial infarction) that are known to cause myocardial injury and elevated tni values. Results of atellica im tnih should always be interpreted in conjunction with the patient's medical history, clinical presentation, and other findings. No potential product issue is observed. The customer is operational. In section h6, the investigation finding, and investigation conclusion codes were updated. MDR 1219913-2022-00426 supplemental 1 was filed with results for the same sample from a different day.